Event description:
A covidien universal hand piece endo gia was opened ref# egiaustnd lot #p4a0163x and a first articulating load ref# 030453 45mm-2.0 gray load lot# n3c0292lx fired correctly. However the next reload the (same kind) with lot# n3f0179lx only fired half way and pieces came off inside the patient and they had to force release it to get it off of handpiece. A new universal hand piece lot# p4d0078x was opened and a new load lot # n3f0179lx(same kind) was opened and once again the stapler only fired half way and the load would not release and it had to be force released again. The rep for covidien was brought in as well as the or manager to evaluate the situation. The surgeons opened another handpiece and reload; this partially controlled bleeding. Also endo clips were opened to stop bleeding because the vessel was only partially stapled at first.